Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn. The probe broke down at 14 mm from the distal end. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). There is a possibility that the error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw and the probe cracked. And there is a possibility that the probe was broken since the cracked probe received the load. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Three tb-0535fc devices were used during a laparoscopic hepatectomy. About the first device, probe damage error occurred and the procedure was continued with the second tb-0535fc device. However, after about 1 hour use, short circuit error occurred. At that time, the ptfe pad of the second tb-0535fc device was melt and separated at the distal end of the jaw. The procedure was completed with third tb-05353fc device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the first device. And as a result of omsc's investigation, it was found that the ptfe pad of the first device was severely worn and the coating of the jaw was partially come off on (B)(6) 2016. And it was also found that the probe of the first device was broken. However the probe was broken after the user replaced the first device and the probe breakage didn't occur while the first device was used for the procedure. This report is about the ptfe pad damage of the first device. Please cross-reference the following report about the coating damage of the first device: 8010047-2016-00670. And please cross-reference the following report about the second device: 8010047-2016-00518.